Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two vitrectomy cutters were inconsistent as they would either cut or not cut during a vitrectomy procedure. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product with third one. There was no harm to the patient.

Manufacturer narrative:
Two opened probes were received with tip protectors, in trays. One probe was received with the radio frequency identification tags missing. The returned samples were visually inspected and found to be non-conforming with foreign material in and around the port. The samples were then functionally tested for actuation and cut and both samples were found to be conforming for both functional tests. The product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore cut failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).